Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, some clips were ejected. There was no problem at the first firing. Then the device was used to clip the cystic duct four times. It was found that one clip had fallen into the pt's body after that. It was also used to clip the arteria cystic four times. It was found that four clips had fallen into the pt's body at this time. The device was used as-is to complete the case. There were no adverse consequences to the pt.